Event description:
Patient arrived in the sicu after surgery and post-op recovery with three IV infusions connected; heparin (700 units/hr), lactated ringers (50 cc/hr), and cardizem which was believed to be stopped. After one pump alarmed for an upstream occlusion, it was discovered that the pump believed to be infusing the lr solution had actually been delivering the cardizem at 50 cc/hr. The lr solution was delivering by gravity, without a pump, and another pump had an lr solution prepared and loaded, but was not delivering. Heparin was infusing correctly.the cardizem IV was immediately discontinued. Patient experienced hr issues (pauses, bradycardia) and decreased bp. About 15 minutes after cardizem was discontinued, patient coded. Manufacturer response for infusion pump, infusomat space (per site reporter).manufacturer received our information and will contact us again after a decision is made about whether they need to inspect the pump.